Event description:
Event verbatim [preferred term], second degree burn [burns second degree]. Case narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient got a second degree burn from the product and wanted to know what the process if someone was injured using product before giving any information. The action taken in response to the event was unknown. The outcome of the event was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events of "got a second degree burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "got a second degree burn" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Second degree burn [burns second degree]. Narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient got a second degree burn from the product and wanted to know what the process if someone was injured using product before giving any information. The action taken in response to the event was unknown. The outcome of the event was unknown. Summary of investigation and conclusion: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No follow-up attempts are possible. An investigation of the device could not be conducted. Follow -up (16apr2020): new information from product quality complaints includes summary of investigation and conclusion. Amendment: this follow up is being submitted to amend previous reported information: prd of previous follow up was 16apr2020, not 17apr2020 as erroneously reported in the narrative. Comment: based on the information provided, the events of "got a second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.